Event description:
The report received from the (B)(4) study indicated that a patient underwent revascularization due to unknown reasons approximately 26 months post index procedure. The patient has a history of previous pci on (B)(6) 2008 and CABG on (B)(6) 1999. No additional information is available yet regarding previous pci. At the time of index procedure, the angiography revealed 90% instent restenosis in the mlad of an unknown stent described as 15mm in length, and class b1. The indication for the procedure was unstable angina pectoris and positive disease on angiogram. The reference vessel was moderately tortuous and 2.7mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm durastar rx at 18atms and a 2.75x18mm cypher rx was implanted at 16atms. There were no procedural complications noted and the patient was discharged the following day. Approximately 26 months later, the patient underwent revascularization of an unknown vessel. The outcome of the event was resolved without sequelae. The event was not related to the study drug, procedure, or stent in an investigator's opinion.

Manufacturer narrative:
Concomitant medications included angiomax, aspirin, cardizem, clonidine, plavix, diovan, fish oil, lisinopril, multivitamin, prasugrel, and pravachol. Complaint conclusion: the report received from the cypress study indicated that a patient underwent revascularization approximately 26 months post index procedure. This is a (B)(6) male with medical history including angina, previous pci ((B)(6) 2008), previous CABG ((B)(6) 1999), target vessel previously revascularized ((B)(6) 2008), family history of coronary artery disease, unstable angina pectoris, hyperlipidemia, hypertension, lvef normal (> 50%), positive disease on angiogram, gall bladder removal, prostate cancer. The patient has a history of previous pci on (B)(6) 2008 and CABG on (B)(6) 1999. No additional information is available yet regarding previous pci. At the time of index procedure, the angiography revealed 90% instent restenosis in the mlad of an unknown stent described as 15mm in length, and class b1. The indication for the procedure was unstable angina pectoris and positive disease on angiogram. The reference vessel was moderately tortuous and 2.7mm in diameter. As planned, the lesion was pre-dilated with a 2.5x20mm durastar rx at 18atms and a 2.75x18mm cypher rx was implanted at 16atms. There were no procedural complications noted and the patient was discharged the following day. Approximately 26 months later, the patient underwent revascularization of an unknown vessel. The outcome of the event was resolved without sequelae. The event was not related to the study drug, procedure, or stent in an investigator's opinion; however, to date there is no available information to un-relate the event with the implanted study cypher. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077475 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.